Event description:
Pt implanted with prodisc-c at c5-c6 complained of face pain, and was revised to a posterior fusion. Prodisc-c was not explanted.

Manufacturer narrative:
Subject device currently remains in the pt. Investigation is ongoing, no conclusion can be drawn. Review of mfg records for this specific lot number has been requested.